Manufacturer narrative:
(B)(4).

Event description:
An advocate from (B)(6) stated she tested her daughter, and the blood glucose reading on the contour link meter was 3.2mmol/l. She gave her juice and also retested her with another meter and the reading was 20.2mmol/l during the call the advocate ran tests on her daughter with the contour link and a different meter. The readings were 1.2 and 9.7mmol/l, respectively. The daughter exhibited no symptoms of hypo or hyperglycemia. The differences between the readings fall in the "d" and "c" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. New test strips and meter were sent to the customer.